Event description:
It was reported that the lead was unable to measure the sensing and impedance. Lead remains implanted. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).